Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event of cva was not related to the procedure or watchman device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient experienced a cerebrovascular accident (cva). In (B)(6) 2013, the patient underwent a left atrial appendage closure procedure and a 30mm watchman closure device was implanted successfully. In (B)(6) 2015, the patient experienced a cva and was hospitalized. Medication was given/regimen adjusted. The patient was discharged 7 days later. The event was considered not recovered/not resolved.